Event description:
A pump malfunction was reported after a cartridge change. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.